Event description:
It was reported that the patient presented due to hearing a tone/beeping. It was determined that the tone was not from their device. But, interrogation did reveal an increase in pacing thresholds. A programming intervention was completed to adjust the right ventricular (rv) lead and left ventricular (lv) lead pacing outputs. Both leads remain in use. No patient complications have been reported as a result of this event. It was noted the patient is enrolled in the attain (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).